Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25-40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue. Reportedly, customer was taken to the emergency room when spouse found customer "convulsing". Customer was treated with intravenous fluids of dextrose and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.